Manufacturer narrative:
Customer reported that a pyxis medstation es emanated a burning smell and produced visible smoke. Customer reported there was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the smoke was produced by the drawer's latch solenoid. The field service technician resolved the issue by replacing the solenoid, controller boards and the retractor band. The field service technician cleared all foreign objects under the cubies and recovered the drawer and tested. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es emanated a burning smell and produced visible smoke. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional information:h6 annex a, b,c,g and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart hh drawer failed. The field service engineer removed all cubies to clear all foreign objects and replaced solenoid, boards and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a pyxis medstation es emanated a burning smell and produced visible smoke. Customer reported there was no patient involvement. Patient or user harm was not reported.